Manufacturer narrative:
Device evaluation: the dt-6-5f device of lot number unknown involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Document review: as the lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all dt-6-5f devices are subject to visual a visual inspection and functional checks to ensure device integrity. It should be noted that the instructions for use (ifu0026-10) states the following: ¿this device is for endoscopic mucosal resection in the upper gi tract.¿. There is evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause can be attributed to off label use. When the device is used outside of its validated state it is not possible to definitively state how the device will perform. The use of the device for hemostasis, the physician was trying to use the rubber bands to stop esophageal variceal bleeding is outside of the intended use set out in the IFU. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not require any additional procedures due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
The firing string attached to the barrel and 6 rubber bands, seemed to be tangled up at the tip of the scope on the barrel and due to the tangled string, they were unable to deploy the remaining 2 rubber bands. Off label use: the duette device is not used for the purpose of hemostasis, the physician was trying to use the rubber bands to stop esophageal variceal bleeding, it was off-label use no unintended part of the device remained inside the patient's body. No additional procedure was required due to this occurrence. No adverse effect on the patient was reported due to this occurrence.